Event description:
Information from registry intl. Clinical trial database. Post brain avm embolization patient developed ventricular hemorrhage 53 days after last session. Death in 2008.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Bravo information: foreign country registry pertaining to the evaluation of onyx in the treatment of brian avm. Prospective, multi-center in foreign countries. Enrollment started in 2006; enrollment closed in october 2008. N=115; patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.